Event description:
Reporter indicated that a patient had vns lead and generator replacement surgery due to high lead impedance. Attempts for product return and additional information are in progress. Manufacturer review of the patient's vns programming history documents that high lead impedance has been occurring with normal mode diagnostics testing since at least (B)(6) 2009.

Event description:
Reporter indicated the patient was relatively new to the practice, and was seen for the first time in (B)(6) 2011, but it was unclear if the vns was interrogated or tested at that time. The patient was seen again in (B)(6) 2011, and both times the vns generator was unable to be interrogated and was felt to be at end of service. No known trauma occurred, and no x-rays were performed. All attempts for return of the explanted vns generator and lead for analysis have been unsuccessful to date.

Manufacturer narrative:
Conclusions: device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
Clarification of the events at the patient's vns lead and generator revision surgery on (B)(6) 2011, were obtained which noted that the high lead impedance was obtained preoperatively with the old generator and resident lead, indicating the old generator was not at end of service. It had previously been reported the old generator was believed to be at end of service and was unable to be interrogated. Follow up with the treating neurologist's office revealed there had been no issues using the vns programming system to interrogate other patients, ruling out an issue with the vns programming system. It is likely the electromagnetic interference and/or patient or wand movement may have occurred, causing communication errors.